Event description:
Allegedly, screwdriver broke off in the stem extractor. Surgery was extended greater than 30 minutes.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The alleged complaint is confirmed. The product was returned for investigation. Examination of the returned product confirmed that it had sustained damage. The hex tip had fractured and was stuck in the mating component of the stem extractor. It is likely that hex geometry had sustained damage and became stuck leading to fracture under force. The instruments were well worn and old judging from the appearance and lot numbers. The hex edges can wear of years of use, and this issue is largely unavoidable over the lifetime of the instrument. This instrument was purchased in 2006. Review of the device history record for this lot indicates that this product met all acceptance criteria at the time of manufacturing. There were no trends identified for this instrument and complaint type. This is the only complaint for this lot and the first complaint for the product since 2022. The microport instrument cleaning and handling instructions (150802) indicate that the instruments are susceptible to damage over time and should be inspected prior to and after each use. In addition, the cleaning and handling instructions also state, "end of functional life is normally determined by wear and damage due to use." This complaint is addressed by wd014283 - common instrument failure modes memo. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, screwdriver broke off in the stem extractor. The surgery was extended greater than 30 minutes.